Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 7-jul-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pain ('body ache') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), menorrhagia ("painful heavy periods"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pain, menorrhagia, hypoaesthesia and paraesthesia outcome was unknown. The reporter provided no causality assessment for hypoaesthesia, menorrhagia, pain and paraesthesia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5094561) on 10-jun-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pain ('body ache') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), menorrhagia ("painful heavy periods"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pain, menorrhagia, hypoaesthesia and paraesthesia outcome was unknown. The reporter provided no causality assessment for hypoaesthesia, menorrhagia, pain and paraesthesia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.